Event description:
No flow was reported to have occurred when a customer connected a one link catheter extension set to a continu-flo solution administration set. There was no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.